Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a heat rash under the lifevest garment. Patient described the area as red bumps and chafing. There was no alleged device malfunction contributing to the irritation. The patient's dermatologist prescribed desitin cream and an anti-inflammatory medication for the skin irritation. Follow up indicated that the skin irritation improved.